Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was not sealing tissue. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following information to confirm that the instrument was inspected before the procedure with no issues found. The instrument was confirmed that it would not seal. The instrument worked for poor sealing of tissue first minute of use. There were no errors that occurred. At the time of the event, during the sealing sequence, there an audible signal (continuous tone) while the pedal was pressed. The seal cycle complete with the fast audible tones as expected. The target tissue was peripheric tumor tissue. There was no tissue that was cut that was not fully sealed. The tissue was not exposed to chemo or radiation and was not under tension. The jaws did not come into contact with any staples or objects and was not under tension. The jaws were not immersed in liquid.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument for evaluation, failure analysis has not been completed yet. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer instrument was analyzed and found that failure analysis investigations did not replicate nor confirm the customer reported complaint "it was reported that the instrument was not sealing tissue". Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument passed electrical continuity. The instrument was placed and driven on an in-house system the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passe the cut and seal test on 3 of 3 attempts. The instrument passed the grip force test. The instrument was fully functional. No sealing errors found in logs. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problem including misuse of the product and recognition issues. Additional observation(s) not reported by site: the instrument failed cut test. While no damage to the blades was observed, the instrument failed a cut test during functional testing based on log review. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test 3 of 3 attempts.

Event description:
Refer to h11 for follow-up information.